Manufacturer narrative:
Device has not been reported as explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a surgery took place for the right distal radius fracture. When the surgeon tried to insert the reported buttress pin through the second row center hole of the distal radius plate by hand with a variable angle (va) sleeve, the head of the pin kept idling. As the x-ray image indicated that the pin was inserted with the angle too sharp, the surgeon tried to extract the pin to rectify the direction of it, but the pin could not be removed as it kept idling. The surgeon attempted to extract the pin by trying to push it out from the opposite side with using an arthroscope, and by using a pair of forceps, but to no avail. Eventually the pin-head had to be grinded off with the carbide to the point it could be held by the forceps to extract the pin. The surgeon opted not to insert another pin through the aforementioned screw-hole. The surgery was completed with sixty (60) minute surgical delay. This is report 2 of 2 for (B)(4).